Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and death while using the device. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device is currently at the service center awaiting evaluation. A follow up report will be submitted when the manufacturer has received the device evaluation from the service center.